Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email of high blood glucose readings and hospitalization from the insulin pump. The customer stated that she was recently hospitalized due to elevated blood sugars. The customer stated that her blood glucose readings were high as 600 mg/dl. The customer stated that she was on chemo-therapy in addition to pump therapy and was having difficulty with control.